Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of failed drawer was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order # (B)(4), the fse reported that half height cubie drawer 3-2 in main cabinet failed and would not open/recover. The fse replaced worn retractor band and tested in diagnostics and application. Customer recovered drawer. During preventive maintenance replaced battery, installed bumper, and replaced missing slide bumpers. The report was closed. During dchu visual inspection: p/n 353844-01: was received with copper strands shorted with adjacent copper strands and visible black marks within cable. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a failed drawer was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3 failed to open and unable to recover. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed due to a short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.